Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified superior vena cava. The 14 x 60 mm armada 35 balloon dilatation catheter was advanced to the lesion without resistance felt to be used for pre-dilatation of the lesion. The balloon ruptured during the second inflation at an unknown pressure due to the use of a syringe instead of an inflation device. The dilatation performed was considered sufficient; therefore, no further dilatation was required. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There was no damage noted to the balloon catheter prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely the balloon interacted with the mildly calcified lesion such that the balloon became damaged and subsequently ruptured. It should be noted that the armada 35 instruction for use (IFU) instructs to prepare the device prior to insertion into the patient. In this case, it could not be determined if preparing the device in the anatomy contributed to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: it was reported that the device was prepped inside the patient anatomy. No additional information was provided.